Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the night before this report, while the patient was sleeping, the infusion set broke off. Further, she stated that the tubing came out of the plastic that connects to the quick release. No further information available.